Manufacturer narrative:
(B)(4). A partial UDI is being reported because the lot number was not provided. Evaluation summary: only the link, posterior foot and both cuffs were returned. The posterior foot was separated and returned thus confirms the reported foot detachment. Based on the analysis of the returned components, there is no indication of a product quality issue with respect to manufacture, design or labeling. Although a conclusive cause for the reported patient effect of occlusion and the relationship to the product, if any, cannot be determined. A conclusive cause for the reported foot detachment could not be determined. The treatment appears to be related to procedure circumstance. A review of the lot history record and complaint history of the reported lot could not be conducted, because the lot number was not provided. Based on the information reviewed, there is no indication a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the left common femoral artery (lcfa) was achieved using a proglide device possibly after an abdominal aortic aneurysm (aaa) repair procedure. Reportedly, at an unspecified time, post procedure, the lcfa was found to be completely occluded from the iliac artery to the femoral artery. A bilateral cutdown procedure was performed to remove plaque and insert a vascutek graft. A "piece" of the proglide footplate was removed from the lcfa during the cutdown procedure. It is not clear if the detached foot of the proglide in the vessel caused or contributed to the need for the procedure as the detached foot of the proglide was from a previous interventional procedure. The exact date the proglide sutures were placed was not reported. Hemostasis was surgically achieved in both common femoral arteries. Although the name of the physician was provided by the hospital, it is unknown if the physician has been trained in the use of the proglide device. No additional information was provided.